Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous vessel. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilation. However, on the first inflation at 16 atmospheres for 15 seconds, the balloon ruptured due to superficial calcification. The device was completely removed from the patient. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and patient's status was good.